Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy pinnacle sector ii acetabular cup size 54 mm with a 36 mm metal insert and a tri-lock bps femoral stem size 4 hi offset with an asphere m-spec metal on metal 36 mm +8.5 head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and an inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: djd right hip, secondary to development dysplasia.